Manufacturer narrative:
(B)(4). Failure to follow instruction: implanting an aui into the bifur.

Event description:
At initial implant, a talent stent graft system were implanted for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm.  A secondary intervention was done; three endurant cuffs were implanted approximately 30 months after the initial implant. An endurant extension was implanted approximately two months after the placement of the three endurant cuffs. The secondary intervention was done because it was reported that on a follow up CT after initial implant, a migrated talent stent graft with a thrombosed limb was revealed. Another secondary intervention was done approximately 46 months later; an endurant ii stent graft system were implanted. Patient's proximal aortic neck was 32 mm in diameter and 45 mm in length at the time of initial implant, and is currently 33 mm in diameter and 45 mm in length. The proximal neck angulation was 10 degrees. The vessel tortuosity was mild. The vessel calcification was mild.   It was reported that on a follow up CT scan done approximately 45 months after the first secondary intervention, type iii endoleak was seen at endurant cuff and talent bifurcate junction. The endurant cuff and talent bifurcate have separated resulting in the type iii endoleak. Two endurant ii aui¿s and an 16x16x199 were used in attempt to bridge the endurant cuff and talent limb. The initial endurant ii aui was placed via brachio-femoral wire. During removal, the tip capture of the delivery system got trapped at flow divider of the talent bifurcate. The patient's abdomen was opened and the delivery system was removed from the aneurysm sac.  Talent bifurcate was partially cut out and explanted. The procedure was continued by endovascular approach. An 16x16x199 was extended into the talent limb and an additional aui device was extended proximally. Event was resolved.  The patient experienced significant blood loss. Additional information received reported that only the body of the talent bifurcate was thrombosed; the talent limbs remained intact. Per physician, the cause of talent migration, occlusion, and separation of endurant cuff and talent was due to patient's difficulty anatomy. No additional clinical sequelae were reported and the patient status is fine. Film review and analysis: review of cta¿s from six years post-implant revealed that multiple overlapping endurant aortic cuffs were positioned from just below the renals extending distally approximately 10cm, into the aaa sac. The proximal neck is angulated 100 deg a-p and 60 deg l-r; relative to the iliac limbs. The proximal cuff od measures 35mm at the level of the renals. A talent bifurcate was seen within the aaa sac, detached from the cuffs, and there was a type iii junctional endoleak. The bifurcate has folded over itself at the flow divider; acutely angulated approximately 135deg to the iliac limbs. The talent limbs were positioned within the iliacs; the ipsi limb was within the left common iliac and the contra limb was extended into the right external iliac artery. The right/ipsi limb was occluded. A segment of the talent bifurcate bare spring was seen fractured and detached from the bifurcate near the level of the most distal endurant aortic cuff. A bypass graft was seen placed from the lsa and extending down into the left femoral artery, where it connected to left-right fem-fem bypass graft. The max aaa diameter measured 10cm. Earlier post-implant films and images during and after the recent aui intervention were not available for review. The exact cause of the events are unknown. It is likely that disease progression and morphology changes contributed to these events. Implanting within the severely angulated talent bifurcate likely contributed to the aui delivery system removal difficulties.